Event description:
Consumer complaint of hi blood glucose results. Expected fasting blood glucose test result range is 137 to 200 mg/dl. Customer does not feel well and observed symptoms of excessive thirst, frequent urination, and hunger. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication and insulin to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of 399 mg/dl. Verified storage of product is within instructed expiration date is 03/25/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): hi, (B)(6) 2015, 05:25am; 469mg/dl, (B)(6) 2015, 04:11 am; 107mg/dl, (B)(6) 2015, 04:10 am; hi, (B)(6) 2015 05:34am; 535mg/dl, (B)(6) 2015, 05:45am. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).